Manufacturer narrative:
Date sent to the FDA: 1/20/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent inguinal hernia repair surgery and partial resection of mesh on (B)(6) 2018 during which the surgeon noted a portion of the mesh was balled up. The mesh was also extremely densely adherent to chord structures. Due to dense adhesions the mesh was unable to be safely removed without injury to the chord structures so a portion of the mesh was left attached to the chord and the remainder was resected. There had been damage to the chord structures. It was reported that the patient underwent removal surgery, ilioinguinal and genitofemoral neurectomies and hernia repair surgery on (B)(6) 2019. It was reported the patient experienced severe chronic pain. No additional information is provided.